Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, arthrodesis was being performed after removal of ankle prosthesis; reportedly the ria drive shaft broke in the femoral canal. The femoral canal was measured to be 12mm/12.5mm and 14mm drill was chosen. Progression of the drill was not possible. The reamer head ria was changed to 13mm and progression was noted to be difficult. It was reported that there was a complete rupture of the ria in the canal and there was extreme difficulty to remove the reamer and the metallic fragments in the canal. They were unable to proceed with femoral graft as planned and as a result an iliac crest bone graft was performed. This is 2 of 2 reports for the same event.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Event description:
Surgeon used power tool was a system 6 from stryker. The machine was used in reaming mode; the attachment was a chuck with key. The locking clip was used and the drive shaft was correctly locked. The ankle prothesis that was removed was an integra prosthesis.